Event description:
It was reported the patient had an advance sling implanted on (B)(6) 2013. It was indicated this patient's incontinence level worsened after having the advance implanted. On (B)(6) 2014, this patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.